Manufacturer narrative:
This report is submitted on may 28, 2021.

Event description:
Per the clinic, the patient was placed under general anaesthesia (date not reported) to replace abutment due to hyperthropic scar around it.